Manufacturer narrative:
Continuation of medical devices: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 37092, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient programmer (pp) had a poor communication screen and was not connecting with or without the antenna. A replacement pp was sent. The patient called back and stated they were still getting intermittent poor communication with the replacement. They were able to connect without the antenna. A replacement antenna was sent. The patient also stated since they got the replacement pp, they had been trying to work with the settings and they were having problems. The patient connected with the pp and reported the stimulation was on, upright, on group a and the bottom of the screen showed lines. The patient sated they felt no stimulation at all and they usually do. They felt stimulation the previous day but after trying to use the new pp to make an increase, they no longer do. The patient also reported they got an implanted heard monitor 2 or 3 months ago and this had been working fine with the ins and the monitor. When they tried to make an increase with the new pp,they felt electrical shocks at the heart monitor. The patient was redirected to a healthcare professional (hcp). Additional information from the patient reported the replacement antenna resolved the poor communication. They stated a change in device programming was a circumstance that led to the loss of stimulation and the shock at the heart monitor. They stated the loss of stimulation and shocking had been resolved. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.